Event description:
Customer called to report the insulin pump was had an audio anomaly. Blood glucose reading was unknown at the time of the call. The customer stated that the insulin pump beeped 3 times every 15 minutes with no accompanying alarm. Customer stated that the buttons were not accidentally pressed and nothing was beeping nearby. Advised to monitor the insulin pump and call back if issue recurs. The customer removed the battery from the insulin pump and will monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).